Event description:
A customer had a problem with a triple lumen catheter. The customer reports, "the catheter was placed in a pt. Approximately 5 days later a nurse was checking on the pt had noticed blood on the sheets, they then, noticed that the lumen was severed in half and blood was leaking out."